Event description:
It was reported that the water inside the syringe was found to be cloudy before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water inside the syringe was found to be cloudy before use. Based on investigation, it confirm not a defect in the product. The new syringe appearance is whitish compared with the old syringe.

Manufacturer narrative:
Bd has determined this event as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.